Manufacturer narrative:
Citation: greco e et al. Get out of trouble during redo surgery for false aneurysm of the ascending aorta. Asian cardiovascular and thoracic annals. 2020; 28(2):104-107. Doi: 10.1177/0218492319883528 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a medical history of aortic valve regurgitation who underwent implant of a 27mm medtronic freestyle bioprosthetic valve 8 years prior. No serial numbers were provided. The patient presented with recurrent chest pain, and computed tomography (CT) showed an 8-cm pseudoaneurysm and right coronary artery displacement. Prior to sternotomy, endo-luminal occlusion and antegrade blood cardioplegia were performed. The superior vena cava and ventricular apex were cannulated. An endoaortic balloon was inserted distal to the pseudoaneurysm, inflated, and then deflated after sternotomy. The freestyle valve was explanted and replaced with a 27mm non-medtronic bioprosthetic valve and a graft conduit. No additional adverse patient effects or product performance issues were reported.